Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. An unspecified taxus express2 drug eluting stent (des) was implanted in an unidentified vessel. On an unspecified date after the procedure, stent thrombosis occurred. Further information has been requested but none has been received as of the date of this report.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.